Event description:
It was reported that a pediatric pt underwent a simultaneous anterior and posterior vertebral resection and posterior arthodesis with infant sized instrumentation for congenital scoliosis or kyphosis. The pt required hardware removal due to prominence. No pt symptoms or outcome was documented in the article.

Manufacturer narrative:
(B) (4). Literature article citation: lazar et al. Simultaneous anterior and posterior hemivertebra excision. Clinical orthopaedics and related research 1999; 364: 76-84. A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.